Event description:
It was reported that the patient experienced pain at their scs ipg pocket site. The pain persisted when the system was turned off. The patient had a biopsy performed at the ipg site and the physician stated that the patient had an enlarged lymph node which could be attributed to the scs ipg. In turn, the patient underwent surgical intervention wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Pain at ipg site was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.